Manufacturer narrative:
(B)(4). Estimated date of event. There was no reported device malfunction and the product was not returned. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. Article; multicenter safety and efficacy analysis of assisted closure after antegrade arterial punctures using the starclose device (j endovasc ther 2007; 14:498-505) (B)(4).

Event description:
It was reported through a research article identifying successful deployment of the starclose se device. An arteriotomy closure of the right common femoral artery with a antegrade puncture was achieved using a starclose se device via 5fr sheath following a infrainguinal endovascular intervention procedure. Hemoglobin drop 2 g/dl; possible retroperitoneal hematoma; no further treatment. Details are listed in the attached article, titled "multicenter safety and efficacy analysis of assisted closure after antegrade arterial punctures using the starclose device."